Event description:
Lf customer support reports via fax, customer called to report, pt was injected with air. Pt currently in ICU. Spoke with customer dept supervisor. It is indicated that optiray 320 prefilled, 125ml syringe was being used by registered staff during a procedure. Supervisor indicates that the staff bypassed the setup features of the system. Supervisor feels that the incident is human error, but wants system checked out. Referred to mgmt for pt info. No further info available.

Manufacturer narrative:
1/12/07; verified calibration accuracy according to chapter 4 of service and parts manual (p/n 844962-c). All within spec's. No problem's found with the injector. (Add'l note) hosp personnel not open with details of event, but event may have happened shortly after installation of 12/06. Hosp main point of contact won't return any form of communication pertaining to unit.